Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement however there were no recorded oor measurements in the daily measurements. It was also reported that the patient's atrial intrinsic amplitude had increased from 0.1 to 8.0 mv. Boston scientific technical services (ts) advised programming measures and discussed that the first measurement could be overwritten by the second normal impedance measurement. Attempts to seek for information was not attained. Subsequently, the cause of the observation was not identified. The system remains in service. No adverse patient effects were reported.